Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colon biopsy procedure within the large intestine performed on (B)(6) 2011. According to the complainant, after retrieving the first biopsy, the forceps device was advanced back through the endoscope. At this time, the user noted that the forceps' jaws were missing. Reportedly, the jaws were not found within the endoscope so it's possible that they detached into the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. The device was inspected and tested prior to use, and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colon biopsy procedure within the large intestine performed on (B)(6), 2011. According to the complainant, after retrieving the first biopsy, the forceps device was advanced back through the endoscope. At this time, the user noted that the forceps¿ jaws were missing. Reportedly, the jaws were not found within the endoscope so it¿s possible that they detached into the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. The device was inspected and tested prior to use, and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with only the clevis attached to the coil. The jaws and eyelets were not returned for analysis. The welding marks were within specification. However, riveting was not present on the device. Functionally, the unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the jaws detached. The evaluation attributed this to improper riveting. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4) for the reported event of jaw missing/broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.